Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor an (B)(6) female patient, the electrodes would not adhere to the patient's skin. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d4 (lot number and expiry date) and h4. Evaluation: zoll medical corporation evaluated the electrode pads and the customer's report was not replicated or confirmed. The electrode pads were put through extensive testing including the adhesive test without duplicating the report. Electrodes it was concluded that the returned pairs of electrodes were assembled according to specification. The device was recertified and returned to the customer. No trend is associated with reports of this type.